Event description:
The sales rep indicated that the 3.0 x 13mm cypher failed to cross the target lesion and the balloon prolapsed or callapsed during the procedure.

Manufacturer narrative:
The product is expected to be returned for additional testing.